Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/25/2025, it was reported by a sales representative via (B)(4) that an ar-13999mf fastpass scorpion's multifire broke as they were pulling the suture out. Noticed during a case with no patient affected.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the returned device (if available), photographs, videos, event description, and any additional field input, arthrex has determined the most likely cause. The most likely cause is attributed to user-related factors such as prying and leveraging the device with excessive force.